Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was displaying an "er5" message. Per the onetouch ultramini owner's booklet, an error 5 message can be due to "insufficient sample applied or meter/strip issue." The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue began on (B)(6) 2012 at 4:00pm. The patient stated that he manages his diabetes with insulin, humalog 70/30(unknown dosage), and took his usual, daily dose of medication in response to the reported issue. Approximately five days after the alleged issue occurred, the patient claimed to have developed symptoms of "blurry vision" but denied receiving any treatment in response to the symptoms. During troubleshooting, the cca walked the patient through the proper testing procedures as recommended per the owner's booklet and the reported issue was resolved. Replacement products were sent to the patient. Although the patient denied receiving any medical treatment after the alleged issue began, this complaint is being reported because the patient developed symptoms suggestive of a serious injury.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis (pa) on march 5, 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. The 510(k) # is k061118.